Event description:
The following information was reported to gore: on (B)(6) 2024, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. During the treatment, a treatment length for a trunk-ipsilateral leg was determined using a sizing catheter as 15 cm. A 16 cm trunk-ipsilateral component was selected. A contralateral leg was successfully implanted. Before deployment of the ipsilateral leg of the trunk-ipsilateral leg component a digital subtraction angiography was performed to determine the implant position. The digital subtraction angiography revealed that the distal end of the ipsilateral leg was placed into the left external iliac artery over 2 cm. The physician determined that the ipsilateral leg was not able to be pushed it up to the left common iliac artery. It was deployed and landed into the left external iliac artery and the left internal iliac artery was covered. No endoleak was confirmed. The patient tolerated the procedure. The physician stated that the flat panel detect was too small to capture the entire image at once. There may have been a miscount somewhere.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: occlusion of device or native vessel, improper component placement. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.